Manufacturer narrative:
As reported, upon opening the package, the battery holder clip of the simpulse solo device was noted to have broken off at one end. There was no reported patient injury. The subject device was returned with the batteries removed, but not in its original packaging. Note, clip must be broken off to remove the batteries from the case. As the device was not returned in its original state and was manipulated / handled a definitive root cause could not be determined. The most probable root causes may be related to a manufacturing issue, damage in transit, or user interface/ handling the device prior to use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1500 units released for distribution in (B)(6) 2022. Sample evaluated.

Event description:
As reported, during preparation for an ortho recon procedure on (B)(6) 2022, it was noted when bard/davol simpulse solo device removed from packaging the battery holder clip was broken off at one end. It was also reported that the device was switched out before the case begun. There was no reported patient injury.